Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. During the deployment procedure the operator pulled back on the locator until resistance was felt. The tissue dilator and sheath were advanced over the locator, but resistance that the operator initially felt was lost. The operator attempted to advance the locator forward and retract the j segment to relocate the arteriotomy. When the operator pulled back on the locator to engage the j segment at the arteriotomy, resistance was never met. The locator was removed and it was noted that the j segment was missing. A fluoroscopy of the groin was performed and the j segment was visualized in the tissue tract. A surgeon was called and the j segment was removed from a small incision in the pt's groin with hemostats. Three stiches were required to close the incision. No further complications were reported.